Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's device had premature battery depletion due to an electrical storm from frequent ventricular tachy cardia (vt). The device was explanted and replaced. No patient complications have been reported as a result of this event.